Manufacturer narrative:
Final analysis found that the insulation was abraded at 33.7 cm to 34.6 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16228. It was reported that the patient presented for generator change procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise oversensing causing multiple episodes of inappropriate mode switch. During the procedure, the right ventricular - rv lead was found to have insulation damage. The atrial and rv leads were explanted and replaced. The patient was in stable condition before, during, and after the procedure.